Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26mm sapien 3 valve, the team elected to implant the valve without pre-stenting, and the valve landed slightly lower than intended and there was rocking. A covered stent was implanted within the sapien 3 valve to anchor it, and post-dilation was done. A valve in valve (vinv) procedure was done with another sapien 3 valve implanted within the stent slightly higher than the initial sapien 3 valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned for evaluation, however, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for malpositioned thv was unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during a transfemoral tpvr procedure with a 26mm sapien 3 valve, the team elected to implant the valve without pre-stenting, and the valve landed slightly lower than intended and there was rocking'. Per the instructions for use (IFU), device malposition requiring intervention is a potential adverse event associated with the transcatheter pulmonic valve replacement procedure. The training manual instructs the operator to position the valve completely within the landing zone, and avoid placing the valve in the proximity of stenosis to prevent valve movement during deployment. In addition, the training manual instructs the user to take pre-stenting into considerations to achieve a better landing zone for valve. In this case, patient had tetralogy of fallot (tof) and sapien 3 valve was deployed within gore-tex monocusp (patch) with stenosed area measures approximately 24mm. The valve required a non-compliance rvot conduits or surgical valve to securely affix its position. It is possible that the lack of anchoring between the valve and landing zone resulting in the valve being deployed slightly lower than intended. As such available information suggests that procedural factors (not pre-stented the landing zone)may have contributed to the reported complaint. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.